Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service/wrench codes) was confirmed. Upon investigation the monitor displayed code 203. The cause for the service code was isolated to contamination on pins j1002aa and j10003aa on defib board and j1000 on ca board. The contamination created intermittent connections causing insulated-gate bipolar transistors (igbts) to short. The root cause for the failure was the contamination on tin pins. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying service/wrench codes.